Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(4), batch: 5143645. Product family: dbs-linear leads , upn: m365db2202300, model: db-2202-30, serial: (B)(4), batch: 5138436. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7052740. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7052886.

Event description:
It was reported that the deep brain stimulator (dbs) system was removed due to infection around the implantable pulse generator (ipg) site. The physician is uncertain whether the device may have caused the infection. The patient was in good health post-operatively.